Manufacturer narrative:
Device evaluation completed. Returned product consisted of a watchman access system with the related watchman delivery system (wds). The implant was protruding 5mm out from the was tip. The devices were separated during the lab analysis. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (stretched) with numerous kinks in the sheath, and sheath damage (buckling) that was located 4.5cm from the tip and in the curve of the sheath. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a kink and difficulty in recapture occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was deployed, a full recapture was attempted for which the sheath kinked and difficulty recapturing the device was met. The physician then pulled the device out directly. Case was aborted at this time. No patient complications were reported.

Event description:
It was reported that a kink and difficulty in recapture occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device and delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was deployed, a full recapture was attempted for which the sheath kinked and difficulty recapturing the device was met. The physician then pulled the device out directly. Case was aborted at this time. No patient complications were reported.